Event description:
It was reported that the user disconnected the ilet pump overnight to charge and did not reconnect until the afternoon, after which a high blood glucose of 329 mg/dl was observed and described as ¿high,¿ decreasing to 303 mg/dl during the call; troubleshooting and education were provided regarding continuing correction dosing and infusion set practices. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no request for further assistance and no hospitalization. Investigation included customer care agent counseling user on appropriate use, including continued pump-driven correction dosing and infusion set management. Investigation of this case revealed user-related interruption of insulin delivery due to pump disconnection, with device function resuming as expected once reconnected. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy interruption.

Manufacturer narrative:
Initial.